Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) device was running slow. The agent assisted the patient with deleting the data after which the patient was able to connect to the pump without any lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the lag issue was ongoing/recurring. The patient's handset had stopped at 80-90%, but noted that it was "not horrible. The patient requested assistance with wiping the data on their device. Patient services assisted the patient in deleting the data. The patient was able to connect to the pump without any lag and stated that "it connected real fast".